Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation. The event electrode pads were not returned as part of the investigation. The device was tested extensively, including defibrillation testing, with no faults identified. Review of the device log found no evidence related to the customer report. The multifunction cable (mfc) receptacle was replaced and a replacement mfc cable will be provided to the customer as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.